Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc#(B)(4).

Event description:
It was reported by a patient on maude event report (mw5042940) that she underwent a novasure endometrial ablation in 2014 (exact date unknown). The patient stated "a week later I had severe abdominal pain that sent me to the emergency room only to find out that I had free air in my abdomen and uterus. After receiving emergency surgery it was found out that I had two holes perforated through my uterus and two holes in my small intestine. Because I had bowel leaking in my abdomen for a week I was septic and won myself a stay in the hospital on strong antibiotics. Since this horrible incident I have continued to have the original problem and now abdominal and gastro intestinal problems due to the adhesions throughout my abdominal cavity. To make matters worse I will have to receive another surgery in the next month to perform a hysterectomy after this tragic incident". We have been unable to obtain additional information surrounding this event.